Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse that on the intra-aortic balloon pump (iabp) a system error occurred that caused them to swap the pump for another. The patient was restarted on the second pump without issue. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned cpu board passed functional test specifications during the complaint investigation. No further action required at this time.

Event description:
It was reported by the registered nurse that on the intra-aortic balloon pump (iabp) a system error occurred that caused them to swap the pump for another. The patient was restarted on the second pump without issue. There was no report of patient complication or serious injury and death.